Manufacturer narrative:
The device was manufactured between 10 mar, 2017 and 11 mar, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the user; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) infusors would not flow. After fill with an unspecified drug the solution would not flow out the luer end and the solution turned ¿turbid¿. There was no patient involvement. No additional information is available.